Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case description: mps reported inaccurate tka cuts. Troubleshooting notes: surgeon is requesting service visit. Mps already spoke to fse.

Manufacturer narrative:
Reported event an event regarding hardware error involving a mako robotic arm was reported. The event was confirmed. Method & results product evaluation and results: review of the case session files was not performed as case session data was not provided. The field service engineer reported: problem reproduced? Yes trouble shooting notes: none work performed: observed arm accuracy is off. Kin cal'd right side due to failed arm accuracy test. Completed all testing and verification¿s on robot. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob912 was inspected on 04 june 2019 and the quality inspection procedures were completed with no reported discrepancies complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: rob912 shows 0 similar complaints for robotic arm - hardware error. Conclusions: the alleged failure mode was confirmed through an onsite inspection performed by a field service engineer. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Case description: mps reported inaccurate tka cuts. Troubleshooting notes: surgeon is requesting service visit. Mps already spoke to fse.